Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) with atrial arrhythmia therapy capabilities displayed a charge time of 23.0 seconds with a battery status of middle of life 2. The device paced 6% of the time, and had administered no therapies.